Event description:
It was reported that an intraocular lens (iol) displayed a mark on the optic following full insertion into the patient¿s eye. No intervention was performed as the implant was left in place. The patient is being monitored. No further information provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1: initial reporter first: unknown, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.